Event description:
It was reported that this patient presented to a routine follow-up appointment where high, out-of-range (>125 ohms) shock impedance measurements were noted from this right ventricular (rv) lead. Additionally, low, out-of-range (<200 ohms) pacing impedance, episodes of over-sensed noise, and decreased rv amplitude measurements were also observed. Provocative maneuvers were performed with no sensing changes noted. Technical services was contacted and provided additional thorough isometric testing to perform, as well as discussed a potential commanded shock test. Additionally, diagnostic imaging was also recommended to assess the system integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to a routine follow-up appointment where high, out-of-range (>125 ohms) shock impedance measurements were noted from this right ventricular (rv) lead. Additionally, low, out-of-range (<200 ohms) pacing impedance, episodes of over-sensed noise, and decreased rv amplitude measurements were also observed. Provocative maneuvers were performed with no sensing changes noted. Technical services (ts) was contacted and provided additional thorough isometric testing to perform, as well as discussed a potential commanded shock test. Additionally, diagnostic imaging was also recommended to assess the system integrity. Ts was contacted again recently to discuss that the patient's implantable device therapy was programmed off and the patient was fitted with a life vest pending a surgical replacement procedure with a subcutaneous implantable cardiac defibrillator (s-ICD) system. Ts discussed that the probability of rv lead fracture was highly likely. Information has been requested regarding the s-ICD system replacement procedure, but a response has not yet been received. At this time, the system remains implanted and in-service, no additional adverse patient effects were reported.